Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient faced tubing issue on (B)(6) 2023 as infusion set tubing was slightly dented and was in use for three days. The blood glucose level was high (485 mg/dl) at the time of event. The patient had same tubing issues with ten infusion set. Patient replaced the infusion set and resumed insulin successfully. No further information available.